Manufacturer narrative:
During a trade show presentation the manufacturers engineer allegedly heard that a malyugin ring was used in a surgery in which the surgeon allegedly experienced a capsule tear.

Event description:
During cataract surgery the surgeon experienced an anterior capsule tear.